Event description:
We have been noticing the 3m comply steam indicator tape fading after just a few months of sterilization. Users question the sterility of the instruments/trays and can become problematic of users have mistake whether an item is sterile/non sterile.